Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise on the atrial and right ventricular channels. Changing the leads did not resolve the noise. The device was explanted and replaced. No patient symptoms were reported.